Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, opening, flat creases. Leak test was performed and found opening crack on diaphragm valve, a microscopic analysis was performed, which identified an opening crack on diaphragm valve, and also identified a sharp edge opening assessed as unidentified tear opening. No shell thickness was able to be assessed due to the opening being under bond edge. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A sharp opening on anterior( bond edge ) due to an unidentified (tear) opening creases/folding condition was observed, nevertheless is not related to the manufacturing process, due to the device was received out of their primary packaging and is an explanted device.

Event description:
During explant, the surgeon noted the "implant was crumpled up and there were several creases--could not locate leak."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient and healthcare professional reported a left side "deflation." Device remains implanted.